Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and movement disorders. It was reported that the patient had an infection. The family/friend calling stated the patient's body "seems to be rejecting the stimulator." It was said this was the third battery implanted and it has created infection and the patient's skin separated and they can see the stimulator through the skin. The area of infection was the ins. Redness and drainage were also reported. The family/friend stated everything was fine until there started to appear a red spot where the new ins was placed. The new ins was stated to have been placed higher above where the prior ins had been. In early 2019 the red spot was noticed, then in july it was much more red and the suture line was red. It was noted the same suture line was used as prior. The family friend stated by the end of september the red spot was much worse, but the red suture line was gone. The red spot formed a scab and it started "oozing some kind of liquid, bloody water," then 2 days ago the scab fell off and "you can see the ins, it is open." It was stated the patient has a follow-up appointment with the neurosurgeon who implanted the ins in 2018 and that the family/friend was unsure whether the patient could "stand another surgery." No further symptoms or complications were reported or anticipated with this event.